Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite. Vyaire medical was able to determine the root cause. There was no oxygen supply connected to the machine while using a setting higher than 21%. Technical failure alarm 271 - "no o2 dosing possible" is activated as a result of this, which denotes that the device is working as expected.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and retrieved the logs and trending data from the unit. Recent log download determined that there was a 271 alarm "o2 supply fail - no o2 dosing possible", but it was after the unit was turned off and the nebulizer was activated which is normal behavior. Two point calibration of the 02 (oxygen) sensor was performed successfully. Ovp (operational verification procedure) was performed and meets manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 us having low o2 pressure alarm while on a patient. It was confirmed by the customer that there was no patient harm associated with the reported event.